Event description:
While attempting to obtain venous access of the right groin vein using the stainless steel wire guide, the micropuncture stainless steel wire guide looped around the tip of the needle. While gently withdrawing the wire, about 1-1.5cm of its tip got sheared and was retained in the subcutaneous tissues. Manual pressure was applied to the area for at least 15 minutes and when checked on flouroscopy, it was still in the same position. The wire could not be palpated and appears to be superficial and outside a blood vessel. Pediatric surgery recommended to monitor and re-evaluate in 1 week as an outpatient. Patient was discharged.